Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator revealed right ventricular pacing impedances ranging from 400 ohms - 1,812 ohms and increased thresholds. All other measurements were normal and no noise was observed on the right ventricular channel. A chest x-ray was performed and evaluated by a boston scientific technical service consultant. The x-ray revealed that the terminal pin was advanced beyond the connector block fully and the set-screw was seated completely in the down position as expected. The r-waves and shock impedances were stable. The pacing impedance was increased, however, still less than 2000 ohms. The thresholds had increased but the patient is not pacing much at all. The patient will continue to be monitored closely and the pacing system remains implanted. No adverse patient effects were reported.